Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The threshold continued to rise. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that that the right ventricular (rv) lead had high thresholds. It was noted that the threshold was elevated after a lead revision occurred. The rv lead was reprogrammed remains in use. No patient complications have been reported as a result of this event.